Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 549 mg/dl and 488 mg/dl. The customer treated with the pump. Customer was not able to troubleshoot during time of call. The product was not returned for analysis.